Event description:
During a tonsillectomy, the pt rec'd burns to their right ear and "deep second or third degree burns to their back". A plastic surgeon is being consulted. The accessory is commonly laid between the table and the pt when the pt's head is readjusted so that it doesn't fall from the sterile field. No activation tone was heard coming from the generator.